Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit's monitor is not powering on. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse observed that the coil cable was disconnected from the pump causing the display not to come on. So, the fse connected the coil cable, performed and passed all functional and safety tests to factory specifications. The unit was then cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's monitor is not powering on.